Event description:
When string pulled to deploy stent, only partially deployed after pulling string. Unable to remove stent/delivery system after several attempts, then wire frayed. Unable to remove wire. Secured wire and taken to surgery for removal.